Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: during ventilation, several technical faults were reported. Technical fault with internal references: tf246005 (alarm monitor defect), tf246009 (dev watchdog disabled), tf446028 (clock error), tf431001 (blower fault) and tf446029 (ambient failure detected.